Event description:
It was reported that the mx60 intraocular lens was inserted into the patient's left eye and removed intraoperatively due to a torn haptic that was noted during insertion. Incision was enlarged. Another lens was implanted successfully. It should be noted that a non-validated inserter by a different manufacturer (alcon d injector) was used during surgery. Additional information has been requested, but not received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.